Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204, lack of tactile alarms, damaged cable) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the -5v and +5v wires shorting together in the cable connecting ECG c and d. The root cause for the shorted lead has not been positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/ monitor unusable).